Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 48 mg/dl and their sensor glucose read 200 mg/dl. It was also found the customer's insulin pump did not alert them of their low blood glucose. The customer's sensor cannula was not bent upon removal of their sensor during troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.